Event description:
Update (B)(4) 2013: product/lot; complaint category.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still in investigation. Not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. DHR analysis (of the corail stem): the DHR analysis of batch 5008871 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. X-ray analysis (by cpd leeds): no patient details, products or operative notes were provided for analysis. The corail stem was implanted for 980 days (approx 2.7 years). An anterior-posterior x-ray (see figure 1 in the bioengineer report attached) and a lateral x-ray were provided for analysis. The x-rays provided are actually photographs of the x-rays, with distortion created making accurate analysis of implant positioning impossible. It is assumed that these x-rays are pre-revision, although that information is not available within the complaint. No x-rays are provided post op so it is not possible to determine if observations developed over time or were present immediately after implantation. The following observations were made: there is an area of radiolucency proximally in gruen zones 1 and 7 that extends from the lateral corner to the start of the im section of the implant (figure 1 in the bioengineer report attached) and is also evident in gruen zones 14 and 8 anteriorly and posteriorly in the lateral view (figure 2 in the bioengineer report attached). The stem is in varus position with the distal part of the stem in contact with the lateral cortex. Hypertrophy of the cortices around the distal half of the stem (visible on both ap and lateral view). The acetabular cup inclination angle is approximately 50 degrees (note limitations due to the way the x-rays were provided). Leg length and femoral off-set are approximately equivalent to that of the contra-lateral side (note limitations due to the way the x-rays were provided). The radiolucencies observed on the x-ray support the complaint description of loosening. The varus positioning of the stem may have contributed to the stem loading the distal cortex resulting in hypertrophy or ¿ballooning¿ of the femur as it reacted to the loading. The varus position of the stem may also have restricted the size of broach (and hence implant) that it was possible to get in to the femoral canal, reducing the chance of good proximal fixation of the implant. The implant sizing and positioning may have contributed to the failure, however it is likely to be a combination of surgical, implant design and patient factors. An additional consideration for this complaint is the implants that were used in the primary procedure. The effect of these on the patient¿s bone and soft tissue are unknown factors which could potentially have contributed to the failure described within this complaint. The root cause is undetermined. It is not possible to say if there is a manufacturing fault. None was reported by the complainant. It is likely in this case that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design.